Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. The customer's blood glucose was 487mg/dl, treated with bolus. Customer stated her blood glucose was high this morning, due to her infusion set coming off the body by mistake. Customer declined troubleshooting for high blood glucose. The customer was advised to monitor her blood glucose. If she doesn't see her blood glucose go down, she doesn't see a treat then she might not be getting the insulin expected.